Event description:
Patient's fasttake meter would only prompt error 2 messages. They were experiencing symptoms shakiness and vomiting. They attempted to use the meter but they kept getting the error 2 and error 3 messages. They then passed out while trying to use the meter. Patient was in a hurry, therefore the company was unable to confirm whether they were hypoglycemic or hyperglycemic. The treatment was unknown. This case is being reported as a malfunction due to the fact that they stated they do not remember when they last used the meter and they were already experiencing symptoms when they tried to test on the metrr. The issue was not resolved with troubleshooting.